Event description:
A pt reported inaccurate high and erratic results with family member's surestep meter. Family member felt meter was inaccurate compared to healthcare provider's meter. No info on the range of inaccuracy is available. Pt, using family member's meter, performed back to back sefl-testing and obtained successive readings of 228mg/dl, 218mg/dl and 95mg/dl. Pt then self-tested with their own one touch profile meter, obtaining a reading of 176mg/dl. No symptoms have been reported by either pt or father. Meter has been replaced.